Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customer's blood glucose level was 200 mg/dl. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.